Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The state of the device could not be evaluated because the implant and pusher were not returned for investigation. The catheter and dispenser hoop were returned and were found to be undamaged. There was no sign of any implant or device inside the catheter after examining the entire length under x-ray. Based on the investigation findings and available information, the reported complaint is non-verifiable. The implant and pusher were not returned for investigation. The state of the device and potential causes of the reported complaint could not be evaluated. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached in the microcatheter. The device was removed from the patient without issue. There was no reported harm or injury to the patient.